Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot#: j10883r31, implanted: (B)(6) 2001, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. It was reported that during the pump replacement procedure, the physician did not like the way the catheter was connecting to the new pump, so he wanted a new connector. He said the hub of the catheter where it connected to the pump looked kind of bent or angled and he did not like that and wanted to cut it off. The catheter connector was then revised using a sutureless connector during the procedure.